Event description:
It was reported that the device eroded through the skin and the patient might have a pocket infection. In addition, the left ventricular lead dislodged during manipulation of the pocket. The lead was removed and not replaced per medical judgement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.